Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to cuff erosion. It was explained that this patient previously presented in the emergency room and had to be catheterized while his aus was still activated. The patient did not have a urology consult while in the emergency room. Should additional information be received, a supplemental report will be submitted.